Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose (bg) level of 584 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the pump touch screen was on, but the display remained black. Reportedly, the customer reverted to manual injections for insulin therapy.